Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with any additional relevant information.

Event description:
On (B)(6) 2017, the patient presented emergently with acute coronary syndrome with st elevation for longer than 24 hours, and was in a state of shock. A guiding catheter was positioned in the left main coronary artery, followed by advancement of a 0.014 guide wire just past a mildly calcified lesion in the acutely occluded proximal left anterior descending (lad) coronary artery. A 3.0x12mm cobra pzf stent was deployed at 16 atmospheres (atm) (for 30 seconds) in the proximal lad via direct stenting (without pre-dilatation), resulting in timi flow 3. A 6fr guiding catheter was then positioned in the proximal right coronary artery (rca), followed by advancement of a 0.014 guide wire to the 90 to 99% stenosed mid rca with type b1 lesion. An attempt was made to place a 3.0x24mm cobra pzf stent in the mid rca via direct stenting, but the stent dislodged. The dislodged stent was retrieved using a snare device. Two additional 0.014 guide wires were then advanced past the mid rca lesion. Lesions in the ostial to mid rca were then pre-dilated with a 2.0x10mm balloon. A 3.0x12mm cobra pzf stent was then deployed at 16 atm for 30 seconds in the mid rca then a 3.0x24 cobra pzf stent was deployed at 16 atm for 30 seconds in the ostium of the proximal rca. Post-procedure, angiogram confirmed that the proximal and mid rca was free of significant lesions with timi flow 3. There were no adverse patient sequelae.

Manufacturer narrative:
As the device was not returned for analysis, the reported stent dislodgement was unable to be confirmed. A review of the lot history record indicated that there were no non-conformances for this lot and a risk assessment review confirmed that stent dislodgement is captured as a foreseeable event. A definitive conclusive cause is not able to be assigned to the reported stent dislodgement. However, based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.